Event description:
Customer reported that he was having problems with his sensor. Customer stated that he had sensor error and when he removed his sensor the plastic split off and the cannula may stay in his body. Advised customer to go to the doctor and if is necessary to have an x-ray to be able to locate the sensor cannula in the body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.